Event description:
Reported due to device not sealing a perforation. The physician was placing a boston scientific taxus stent in the ramus when a perforation occurred. The size of the perforation is unknown. A jostent graftmaster was implanted but was unsuccessful in sealing the perforation. A perfusion balloon was used for the duration of 20 (twenty) minutes and sealed the perforation. Reportedly, the pt experienced cardiac tamponade but this was "easily corrected with a catheter." No additional information was received.